Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, a left ventricular (lv) lead dislocation occurred. After an hour the lv lead was re-positioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: referenced article: biffi m, rordorf r, giannola g, et al. "Electrical performance and lead handling evaluation of a new active fixation left ventricular lead: results of an italian multicenter experience." Europace. 2015.17: (sup 3; iii45). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the day after procedure lead displacement occurred. It was decided to leave the lead in the new position even if parameters resulted to be worse than the day before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.